Manufacturer narrative:
(B)(4). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery was depleting quickly, a cartridge alarm 1 occurred, and a minimum fill message occurred after the cartridge was filled with 250 units. Customer's blood glucose ranged from 233-247 mg/dl. Customer reverted to manual injections.